Event description:
This posterior chamber intraocular lens was implanted in 2001. The haptic broke during implantation and the iol/haptic was immediately removed. Another was implanted and there was no patient injury.